Event description:
The hospital reported that, during a case, the unit alarmed 'no expiratory flow sensor', and the bellows was noted to stay at the top of the canister. The clinician reportedly switched to manual mode of ventilation and swapped out the anesthesia machine. There was no reported pt injury.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed. This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 2112667-2013-00005.